Event description:
Dealer called stating that he had to replace the brake locks on the 6895 shower commode chair because the metal at the handgrip part of the wheel lock is bending inward when the end user engages the brake lock. The end user continued to use the chair but wasn't locking the brakes and has allegedly fallen twice in the shower. No medical attention needed or sought.